Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was high atrial lead impedance, increased threshold, and decreased sensing. The lead is still in use and the device has been replaced. No patient complications have been reported as a result of this event.